Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that the insulation was abraded at 54.3 cm to 54.5 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(6). (B)(4).